Manufacturer narrative:
(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the sample was received with one loose staple formed properly. The stapler was received with 23 staples left in the cover block indicating that at least 12 staples were fired by the end user. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger cycle was completed. Upon full engagement of the trigger, the first staple was able to properly form and release from the device. On the second attempt, the staple was able to properly form but was unable to release from the device. Another attempt was made with the same result. The stapler was disassembled. A functioning lab inventory visistat stapler was disassembled and the anvil from the returned sample was inserted into the lab inventory stapler. The stapler was reassembled and the trigger was engaged. The staple was able to properly form and release from the device. The anvil from the returned sample was inserted back into the returned sample and the stapler was reassembled. The remaining staples were fired from the stapler. However, the stapler was not able to properly fire the staples consistently. Out of the 23 staples remaining, only 8 staples were able to release from device. It could not be determined what prevented some of the staples from releasing. No other defects or anomalies were observed. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger cycle was completed. Upon full engagement of the trigger, the first staple was able to properly form and release from the device. On the second attempt, the staple was able to properly form but was unable to release from the device. Another attempt was made with the same result. The stapler was disassembled. A functioning lab inventory visistat stapler was disassembled and the anvil from the returned sample was inserted into the lab inventory stapler. The stapler was reassembled , and the trigger was engaged. The staple was able to properly form and release from the device. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it could not be determined what caused the complaint issue. Teleflex will continue to monitor and trend on complaints of this nature. The reported complaint of "staples jamming" was confirmed based upon the sample received. Upon functional inspection, only 8 of the 23 remaining staples were able to release from the device. No errors could be found in the assembly. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The staplers are 100% inspected for firing at the time of manufacturing assembly. It could not be determined what prevented the staples from releasing. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that during gs op, customer tried to pre-test but the clip was jamming.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot #73g1800845 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during gs op, customer tried to pre-test but the clip was jamming.